Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to emergency department for emergency backup battery (ebb) fault. The ebb fault occurred after morning daily self-test. Alarm continued after repeated self-tests. The system controller was replaced on (B)(6) 2025. The exchange resolved the fault. No log files would be provided.

Manufacturer narrative:
Correction - d6a - date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and no log files were provided. Available information for this event indicates that the alarm resolved after the controller had been exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. This event will be reopened with further investigation if the product is returned. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.